Event description:
A malfunction was reported when the pump possibly dropped while changing site and was exposed to water during a shower. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.